Event description:
Affiliate reported that the valve could not be adjusted to another setting. Surgeon suspects that a part of the setting mechanism is dislodged. As a result the device was revised.

Manufacturer narrative:
Upon completion of the investigation it was revealed that the stator was dislodged therefore; the cam position/pressure could not be determined. Upon further investigation no other damage was noted. Although it is not possible to determine the root cause for the problem reported by the customer, enhancements were made to the stator stamping tool, which was designed to reduce this type of damage. Based on a review of the device history records it confirmed that the device conformed to the required specifications prior to distribution and that the device was manufactured prior to the enhancements. No further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.